Event description:
It was reported, that two separate channels shut off in the cardiac case yesterday. Both channels were removed. And tagged for both events. This has also been reported, by other crnas when they unplug the channels at the end of the case. As well before transporting to the cardiac ICU. Although requested, further information could not be provided. As the customer was unable to locate the devices.

Manufacturer narrative:
No device history search was performed, since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿channels shutting off¿. Based on the crb review and the limited information provided, no further investigation actions will be performed. The root cause for the reported issue that a secondary IV bag did not infuse was not determined, because no product or device logs were returned. The reported issue that two separate channels shut off in the cardiac case could not be confirmed. No product or device logs were returned for investigation. No further investigation of this event is possible at this time. And no patient harm was reported. The device is used for treatment purposes. H3: other text: no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two separate channels shut off in the cardiac case yesterday. Both channels were removed and tagged for both events. This has also been reported by other crnas when they unplug the channels at the end of the case as well before transporting to the cardiac ICU. Although requested further information could not be provided as the customer was unable to locate the devices.